Manufacturer narrative:
The issue was resolved for the customer by the customer repairing the unit.

Event description:
It was reported that the bottom red bar and black brackets (lock bar struts) were broken, which would cause the chair to not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bottom red bar and black brackets (lock bar struts) were broken, which would cause the chair to not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.